Event description:
It was reported that the patient presented in clinic with episodes of non-sustained ventricular tachycardia. Upon review, the physician believed that one of the ventricular tachycardia episodes was induced after the pacemaker exhibited loss of capture. The device was reprogrammed. Patient was stable.